Event description:
Reporter indicated a vns therapy programming system handheld computer will not hold a charge and they have to keep it plugged in to get it to work. Troubleshooting did not resolve the issue. The product has been returned to the manufacturer and is pending analysis.